Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The following additional information received per the patient profile form (ppf) indicates that twenty six days post implantation, the patient had blood clots, clotting, occlusion of the ivc and small organized thrombus inside of the filter and a large mural thrombus in the distal ivc. The patient also underwent a filter removal attempt ten months and nine days post implantation however it is unknown if the filter was removed. The patient reports to suffer mental anguish. According to medical records, the filter was placed prophylactically prior to bariatric surgery. The patient has a history of obesity, cerebrovascular accident (cva), hypertension, palpitations, ischemia, and hypercholesterolemia. The filter was successfully deployed during the index procedure. Additional information received via short form legal brief states patient experienced post procedural pulmonary embolism.

Manufacturer narrative:
After further review of additional information received have been updated accordingly. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the filter was placed prophylactically prior to bariatric surgery. The filter was successfully deployed below the renal veins without report of complication. The patient has a history of obesity, cerebrovascular accident (cva), hypertension, palpitations, ischemia, and hypercholesterolemia. The filter was successfully deployed during the index procedure. Per the patient profile form (ppf), twenty six days post implantation, the patient had blood clots, clotting, occlusion of the ivc and small organized thrombus inside of the filter and a large mural thrombus in the distal ivc and the device is unable to be retrieved. The patient underwent a filter removal attempt ten months and nine days post implantation however it is unknown if the filter was removed. The patient reports mental anguish. Additional information received via the short form states patient experienced post procedural pulmonary embolism. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, post procedural embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per medical records, the filter was placed prophylactically prior to bariatric surgery. The patient has a history of obesity, cerebrovascular accident (cva), hypertension, palpitations, ischemia, and hypercholesterolemia. The filter was successfully deployed during the index procedure. Per the patient profile form (ppf), twenty six days post implantation, the patient had blood clots, clotting, occlusion of the ivc and small organized thrombus inside of the filter and a large mural thrombus in the distal ivc. The patient also underwent a filter removal attempt ten months and nine days post implantation however it is unknown if the filter was removed. The patient reports to suffer mental anguish. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, no device analysis nor device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. The implantation procedure record notes implantation of the filter on or about (B)(6) 2009 and the removal attempt occurred ten months and nine days post implantation. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics.

Event description:
As reported by the legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The following additional information received per the patient profile form (ppf) indicates that twenty six days post implantation, the patient had blood clots, clotting, occlusion of the ivc and small organized thrombus inside of the filter and a large mural thrombus in the distal ivc. The patient also underwent a filter removal attempt ten months and nine days post implantation however it is unknown if the filter was removed. The patient reports to suffer mental anguish. According to medical records, the filter was placed prophylactically prior to bariatric surgery. The patient has a history of obesity, cerebrovascular accident (cva), hypertension, palpitations, ischemia, and hypercholesterolemia. The filter was successfully deployed during the index procedure.